Manufacturer narrative:
(B)(4). Visual inspection was performed and no issues were found. Functional testing performed included leak testing, clear passage testing, and device-device interaction testing without any issues found. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that a homechoice cassette was malformed and leaking. This was noted during priming stage of peritoneal dialysis. The technical services representative reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.